Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the scrubbed staff stated that a raytec had caught fire while the fellow was using the bovie during a coronary artery bypass graft procedure. The physician noticed a burning type smell and observed s small blue-colored flame tot the raytec sponge, which was adjacent to the sternal retractor prongs. After inspecting the patient, no abnormalities, burned areas or damages were noted. The surgical procedure completed once the flame was taken out by sterile water. The bovie never came into contact with the raytec sponge and no spark or arc was noticed with the bovie device. Upon their evaluation of the electrocautery unit, no abnormalities were noted.